Event description:
Reporter keeps getting the er1 message with control test. Reporter also tried with a blood sample and got a "hi" message, then repeated test on accucheck meter and got a 77 mg/dl.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8